Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of ?broken pump head module? Was not confirmed during product evaluation; however, visual inspection found a broken pump head module on channel a and channel b. The root cause of this condition was a defective pump head module. The pump head module was replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a broken pump head module. The reported condition occurred before use. Patient involvement was not reported. No patient injury or medical intervention occurred. The software version for this device currently is not known. No additional information is available for evaluation.